Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed on (B)(6) 2014, upon sensor pod removal, sensor wire remained left behind in patient. Patient reported no discomfort at insertion site. No medical intervention was necessary. Dexcom has issued an rga for patient to return their device to be investigated.